Manufacturer narrative:
E was initially received via regulatory authority (FDA - food and drug administration, reference number: mw (B)(4)) on 18-oct-2017. The most recent information was received on 27-jun-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy periods") and genital haemorrhage ("bleeding/unusual bleeding") in an adult female patient who had essure (ess205) (batch no. 12242388 , 12261100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement procedure as two implants were put on one side". The patient's past medical history included cholecystectomy, thyroidectomy, intervertebral disc operation, hypothyroidism and thyroidectomy. Concurrent conditions included gastrointestinal disorder nos. Concomitant products included cabergoline (dostinex) and levothyroxine sodium (synthroid). In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower and middle back pain"), headache ("headaches"), pruritus ("itchy and nerve sensitive skin"), pain of skin ("itchy and nerve sensitive skin"), chest pain ("chest pain"), depression ("increased depression"), anxiety ("increased anxiety"), emotional disorder ("overly emotional"), adnexa uteri pain ("tubal pain/ovary pain"), abdominal pain lower ("cramping"), memory impairment ("forgetfulness"), migraine ("severe migraines"), vulvovaginal dryness ("vaginal dryness"), hypoaesthesia ("loss of sensitivity"), bipolar disorder ("bipolar disorder"), neck pain ("neck pain"), arthralgia ("knees pain") and pain in extremity ("finger pain"). The patient was treated with lamotrigine (lamictal), lorazepam, paroxetine, surgery (hysterectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, back pain, headache, pruritus, pain of skin, chest pain, depression, anxiety, emotional disorder, abdominal pain lower, memory impairment, migraine, bipolar disorder, neck pain, arthralgia and pain in extremity outcome was unknown and the adnexa uteri pain, vulvovaginal dryness and hypoaesthesia had resolved. The reporter provided no causality assessment for anxiety, back pain, chest pain, depression, emotional disorder, genital haemorrhage, headache, pain of skin, pelvic pain and pruritus with essure (ess205). The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, bipolar disorder, hypoaesthesia, memory impairment, menorrhagia, migraine, neck pain, pain in extremity and vulvovaginal dryness to be related to essure (ess205). The reporter commented: she mentioned she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Discrepancy noted in essure insertion date: (B)(6) 2002 & (B)(6) 2004. She advised of complications or problems that occurred at the time of her essure placement procedure as two implants were put on one side and the second was removed when her ablation was done after that. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: no abnormal findings electrocardiogram - on an unknown date: no abnormal findings hysterosalpingogram - on an unknown date: fallopian tubes were occluded batch number: 12242388 manufacturing date: 2003/09, expiration date : 2004/11. Batch number: 12261100 manufacturing date: 2004/04, expiration date : 2005/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet received. Events vaginal dryness and loss of sensitivity, neck pain, knee pain, device use issue, bipolar disorder, dysmenorhea, finger pain are added. Lab data updated. Historical , concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy periods") and genital haemorrhage ("bleeding/unusual bleeding") in an adult female patient who had essure (ess205) (batch no. 12242388 , 12261100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement procedure as two implants were put on one side". The patient's past medical history included cholecystectomy, thyroidectomy, intervertebral disc operation, hypothyroidism, thyroidectomy and menstrual cramps. Concurrent conditions included gastrointestinal disorder. Concomitant products included cabergoline (dostinex) and levothyroxine sodium (synthroid). In (B)(6)2002, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required) and abdominal pain lower ("cramping"). In (B)(6)2007, the patient experienced hypoaesthesia ("loss of sensitivity"). In 2010, the patient experienced depression ("increased depression"), anxiety ("increased anxiety") and arthralgia ("knees pain"). In 2012, the patient experienced pain in extremity ("finger pain/joint pain(fingers)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower and middle back pain/back pain"), headache ("headaches"), pruritus ("itchy and nerve sensitive skin"), sensitive skin ("itchy and nerve sensitive skin"), chest pain ("chest pain"), emotional disorder ("overly emotional"), adnexa uteri pain ("tubal pain/ovary pain"), memory impairment ("forgetfulness"), migraine ("severe migraines"), vulvovaginal dryness ("vaginal dryness"), bipolar disorder ("bipolar disorder") and neck pain ("neck pain"). The patient was treated with lamotrigine (lamictal), lorazepam, paroxetine, ibuprofen, surgery (hysterectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6)-2017. At the time of the report, the pelvic pain, adnexa uteri pain, vulvovaginal dryness and hypoaesthesia had resolved and the menorrhagia, genital haemorrhage, back pain, headache, pruritus, sensitive skin, chest pain, depression, anxiety, emotional disorder, abdominal pain lower, memory impairment, migraine, bipolar disorder, neck pain, arthralgia and pain in extremity outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, chest pain, depression, emotional disorder, genital haemorrhage, headache, pelvic pain, pruritus and sensitive skin with essure (ess205). The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, bipolar disorder, hypoaesthesia, memory impairment, menorrhagia, migraine, neck pain, pain in extremity and vulvovaginal dryness to be related to essure (ess205). The reporter commented: she mentioned she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Discripancy noted in essure insertion date: (B)(6)-2004. Plaintiff has not sought treatment for vaginal dryness and loss of sensitivity. On (B)(6)2018, plaintiff experienced severe pelvic and abdominal pain for one week. She advised of complications or problems that occurred at the time of her essure placement procedure as two implants were put on one side and the second was removed when her ablation was done after that. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: no abnormal findings electrocardiogram - on an unknown date: no abnormal findings hysterosalpingogram - on an unknown date: fallopian tubes were occluded lot number: 12242388 manufacture date: 2003-10 expiration date: 2004-11 lot number: 12261100 manufacture date: 2010-05 expiration date: 2013-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: pfs received. Event outcome added for the event: severe pelvic pain. Aka name added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA - food and drug administration (reference number: mw5072631) on 18-oct-2017. The most recent information was received on 10-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding/unusual bleeding") in a female patient who had essure (ess205) (batch no. 122423888 / 12261100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower and middle back pain"), headache ("headaches"), pruritus ("itchy and nerve sensitive skin"), pain of skin ("itchy and nerve sensitive skin"), chest pain ("chest pain"), depression ("increased depression"), anxiety ("increased anxiety"), emotional disorder ("overly emotional"), adnexa uteri pain ("ovary pain"), abdominal pain lower ("cramping"), memory impairment ("forgetfulness") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, back pain, headache, pruritus, pain of skin, chest pain, depression, anxiety, emotional disorder, adnexa uteri pain, abdominal pain lower, memory impairment and migraine outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, chest pain, depression, emotional disorder, genital haemorrhage, headache, pain of skin, pelvic pain and pruritus with essure (ess205). The reporter considered abdominal pain lower, adnexa uteri pain, memory impairment and migraine to be related to essure (ess205). The reporter commented: she mentioned she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: no abnormal findings. Electrocardiogram - on an unknown date: no abnormal findings. Hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 10-jan-2018: new events ¿ovarian pain, cramping, forgetfulness, severe migraines¿ were added. Reporters, and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding/unusual bleeding") in a female patient who had essure (ess205) (batch no. 12242388 / 12261100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower and middle back pain"), headache ("headaches"), pruritus ("itchy and nerve sensitive skin"), pain of skin ("itchy and nerve sensitive skin"), chest pain ("chest pain"), depression ("increased depression"), anxiety ("increased anxiety"), emotional disorder ("overly emotional"), adnexa uteri pain ("ovary pain"), abdominal pain lower ("cramping"), memory impairment ("forgetfulness") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, back pain, headache, pruritus, pain of skin, chest pain, depression, anxiety, emotional disorder, adnexa uteri pain, abdominal pain lower, memory impairment and migraine outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, chest pain, depression, emotional disorder, genital haemorrhage, headache, pain of skin, pelvic pain and pruritus with essure (ess205). The reporter considered abdominal pain lower, adnexa uteri pain, memory impairment and migraine to be related to essure (ess205). The reporter commented: she mentioned she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: no abnormal findings electrocardiogram - on an unknown date: no abnormal findings hysterosalpingogram - on an unknown date: fallopian tubes were occluded batch number: 12242388 manufacturing date: 2003/09 expiration date : 2004/11 batch number: 12261100 manufacturing date: 2004/04 expiration date : 2005/09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-feb-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy periods") and genital haemorrhage ("bleeding/unusual bleeding") in an adult female patient who had essure (ess205) (batch no. 12242388 , 12261100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement procedure as two implants were put on one side". The patient's past medical history included cholecystectomy, thyroidectomy, intervertebral disc operation, hypothyroidism and thyroidectomy. Concurrent conditions included gastrointestinal disorder. Concomitant products included cabergoline (dostinex) and levothyroxine sodium (synthroid). In march 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower and middle back pain"), headache ("headaches"), pruritus ("itchy and nerve sensitive skin"), pain of skin ("itchy and nerve sensitive skin"), chest pain ("chest pain"), depression ("increased depression"), anxiety ("increased anxiety"), emotional disorder ("overly emotional"), adnexa uteri pain ("tubal pain/ovary pain"), abdominal pain lower ("cramping"), memory impairment ("forgetfulness"), migraine ("severe migraines"), vulvovaginal dryness ("vaginal dryness"), hypoaesthesia ("loss of sensitivity"), bipolar disorder ("bipolar disorder"), neck pain ("neck pain"), arthralgia ("knees pain") and pain in extremity ("finger pain"). The patient was treated with lamotrigine (lamictal), lorazepam, paroxetine, surgery (hysterectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, back pain, headache, pruritus, pain of skin, chest pain, depression, anxiety, emotional disorder, abdominal pain lower, memory impairment, migraine, bipolar disorder, neck pain, arthralgia and pain in extremity outcome was unknown and the adnexa uteri pain, vulvovaginal dryness and hypoaesthesia had resolved. The reporter provided no causality assessment for anxiety, back pain, chest pain, depression, emotional disorder, genital haemorrhage, headache, pain of skin, pelvic pain and pruritus with essure (ess205). The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, bipolar disorder, hypoaesthesia, memory impairment, menorrhagia, migraine, neck pain, pain in extremity and vulvovaginal dryness to be related to essure (ess205). The reporter commented: she mentioned she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Discrepancy noted in essure insertion date: mar-2002 & (B)(6) 2004. She advised of complications or problems that occurred at the time of her essure placement procedure as two implants were put on one side and the second was removed when her ablation was done after that. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: no abnormal findings electrocardiogram - on an unknown date: no abnormal findings hysterosalpingogram - on an unknown date: fallopian tubes were occluded lot number: 12242388 manufacture date: 2003-10 expiration date: 2004-11 . Lot number: 12261100 manufacture date: 2010-05 expiration date: 2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA - food and drug administration, reference number: mw5072631) on 18-oct-2017. The most recent information was received on 14-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('heavy periods') in an adult female patient who had essure (ess205) (batch no. 12242388 , 12261100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement procedure as two implants were put on one side". The patient's medical history included cholecystectomy, thyroidectomy, intervertebral disc operation, hypothyroidism, thyroidectomy and menstrual cramps. Concurrent conditions included gastrointestinal disorder. Concomitant products included cabergoline (dostinex) and levothyroxine sodium (synthroid). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required) and abdominal pain lower ("cramping"). In (B)(6) 2007, the patient experienced hypoaesthesia ("loss of sensitivity"). In 2010, the patient experienced depression ("increased depression"), anxiety ("increased anxiety") and arthralgia ("knees pain"). In 2012, the patient experienced pain in extremity ("finger pain / joint pain (fingers)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unusual bleeding"), back pain ("lower and middle back pain/back pain"), headache ("headaches"), pruritus ("itchy and nerve sensitive skin"), sensitive skin ("itchy and nerve sensitive skin"), chest pain ("chest pain"), emotional disorder ("overly emotional"), adnexa uteri pain ("tubal pain/ovary pain"), memory impairment ("forgetfulness"), migraine ("severe migraines"), vulvovaginal dryness ("vaginal dryness"), bipolar disorder ("bipolar disorder"), neck pain ("neck pain") and menstrual disorder ("unusual periods"). The patient was treated with ibuprofen, lamotrigine (lamictal), lorazepam, paroxetine and surgery (ablation and hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri pain, vulvovaginal dryness and hypoaesthesia had resolved and the menorrhagia, genital haemorrhage, back pain, headache, pruritus, sensitive skin, chest pain, depression, anxiety, emotional disorder, abdominal pain lower, memory impairment, migraine, bipolar disorder, neck pain, arthralgia, pain in extremity and menstrual disorder outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, chest pain, depression, emotional disorder, genital haemorrhage, headache, pelvic pain, pruritus and sensitive skin with essure (ess205). The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, bipolar disorder, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, neck pain, pain in extremity and vulvovaginal dryness to be related to essure (ess205). The reporter commented: she mentioned she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Discrepancy noted in essure insertion date: (B)(6) 2002 & (B)(6) 2004. Plaintiff has not sought treatment for vaginal dryness and loss of sensitivity. On (B)(6) 2018, plaintiff experienced severe pelvic and abdominal pain for one week. She advised of complications or problems that occurred at the time of her essure placement procedure as two implants were put on one side and the second was removed when her ablation was done after that. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: results: no abnormal findings. Electrocardiogram - on an unknown date: results: no abnormal findings. Hysterosalpingogram - on an unknown date: results: fallopian tubes were occluded. Lot number: 12242388, manufacture date: 2003-10, expiration date: 2004-11. Lot number: 12261100, manufacture date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Events added from pif- unusual periods. Event genital haemorrhage downgraded to non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA - food and drug administration, reference number: mw5072631) on 18-oct-2017. The most recent information was received on 27-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('heavy periods') in an adult female patient who had essure (ess205) (batch no. 12242388,12261100 (122423888-inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement procedure as two implants were put on one side". The patient's medical history included cholecystectomy, thyroidectomy, intervertebral disc operation, hypothyroidism, thyroidectomy and menstrual cramps. Concurrent conditions included gastrointestinal disorder. Concomitant products included cabergoline (dostinex) and levothyroxine sodium (synthroid). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required) and abdominal pain lower ("cramping"). In (B)(6) 2007, the patient experienced hypoaesthesia ("loss of sensitivity"). In 2010, the patient experienced depression ("increased depression"), anxiety ("increased anxiety") and arthralgia ("knees pain"). In 2012, the patient experienced pain in extremity ("finger pain / joint pain (fingers)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unusual bleeding"), back pain ("lower and middle back pain/back pain"), headache ("headaches"), pruritus ("itchy and nerve sensitive skin"), sensitive skin ("itchy and nerve sensitive skin"), chest pain ("chest pain"), emotional disorder ("overly emotional"), adnexa uteri pain ("tubal pain/ovary pain"), memory impairment ("forgetfulness"), migraine ("severe migraines"), vulvovaginal dryness ("vaginal dryness"), bipolar disorder ("bipolar disorder"), neck pain ("neck pain") and menstrual disorder ("unusual periods"). The patient was treated with ibuprofen, lamotrigine (lamictal), lorazepam, paroxetine and surgery (ablation and hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri pain, vulvovaginal dryness and hypoaesthesia had resolved and the menorrhagia, genital haemorrhage, back pain, headache, pruritus, sensitive skin, chest pain, depression, anxiety, emotional disorder, abdominal pain lower, memory impairment, migraine, bipolar disorder, neck pain, arthralgia, pain in extremity and menstrual disorder outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, chest pain, depression, emotional disorder, genital haemorrhage, headache, pelvic pain, pruritus and sensitive skin with essure (ess205). The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, bipolar disorder, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, neck pain, pain in extremity and vulvovaginal dryness to be related to essure (ess205). The reporter commented: she mentioned she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Discrepancy noted in essure insertion date: (B)(6) 2002 & (B)(6) 2004. Plaintiff has not sought treatment for vaginal dryness and loss of sensitivity. On (B)(6) 2018, plaintiff experienced severe pelvic and abdominal pain for one week. She advised of complications or problems that occurred at the time of her essure placement procedure as two implants were put on one side and the second was removed when her ablation was done after that. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: results: no abnormal findings. Electrocardiogram - on an unknown date: results: no abnormal findings. Hysterosalpingogram - on an unknown date: results: fallopian tubes were occluded. Lot number: 12242388 manufacture date: 2003-10 expiration date: 2004-11. Lot number: 12261100 manufacture date: 2010-05 expiration date: 2013-05. Lot number 122423888 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(4) (reference number: mw5072631) on 18-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) (batch no. 122423888 / 12261100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower and middle back pain"), headache ("headaches"), pruritus ("itchy and nerve sensitive skin"), pain of skin ("itchy and nerve sensitive skin"), chest pain ("chest pain"), depression ("increased depression"), anxiety ("increased anxiety") and emotional disorder ("overly emotional"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, headache, pruritus, pain of skin, chest pain, depression, anxiety and emotional disorder outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, chest pain, depression, emotional disorder, genital haemorrhage, headache, pain of skin, pelvic pain and pruritus with essure (ess205). The reporter commented: she mentioned she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: no abnormal findings. Electrocardiogram - on an unknown date: no abnormal findings. Company causality comment: incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.